Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery. Reportedly, the customer was using off-label insulin with the pump. The customer acknowledged the off-label insulin messaging provided by cts, and the case was subsequently closed.